Event description:
It was reported that the patient had the artificial urinary sphincter pump component removed as the pump was faulty and not functioning well due to fluid loss. A new artificial urinary sphincter, pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the leak was not visible to the eye. The patient did not experience any symptoms, but the cuff would not deflate as the pump was not functioning. This was noted in the doctor office during the post op follow up. The patient was recovering well after the revision surgery. Further clarification indicated the pump was discovered not functioning during the routine follow up with the implanting physician. Therefore there were no symptoms relating to the implant up until the physician discovered that the pump malfunction.